Event description:
The customer contact reported the patient received more medication than intended. At 1900, the device was programmed to deliver dextrose 10%, at a rate of 4.1ml/hr. The container size was reported to be 250ml. No further programming parameters were provided. At 2200, it was reported when the nurse checked the medication container it was almost empty. At that time, the delivery was stopped and the device was removed from clinical use. The customer did not specify the volume expected to be remaining; however, reported the device display indicated the total volume delivered was 12.3ml. The customer contact reported that the patient experienced hyperglycemia. The patient was treated with an unspecified concentration of saline solution using a replacement device. No specific programming parameters were provided. No specific programming parameters were provided. On (B)(6) 2015 at 1100, the customer contact reported the patient's blood sugar was 230mg/dl. The customer contact reported the blood sugar level continued to decrease to an unspecified level. After an unspecified length of time, the blood sugar level was reported to be normal. The customer contact reported the patient was stable with no side effects, there were no adverse patient effects and no delay in critical therapy. No additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.